Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, a loss of pacing output was observed from the device following electrocautery use. The patient was pacemaker dependent. The event was resolved by explanting and replacing the device during the unrelated procedure. The patient was in stable condition.